Event description:
It was reported that during a laparoscopic sigmoid resection, after approx 1.5 hours, there was a continous error tone. The instrument was cleaned and reassembled, but it was still impossible to perform a pre-run test. A new device was used which functioned good for also 1.5 hours and then the same happened again. There was tissue in the jaws of the instrument and after cleaning it was almost possible to get through the pre-run test but again there was a continous tone. Procedure was prolonged fifteen minutes. After this the surgeon finished the procedure with monopolar cautery. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The analysis results found that the device b was received with the blade cracked. During functional testing on a generator the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked due to contact with the outer tube and broke off. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Troubleshooting steps for receiving an error code/tone are: tighten instrument using blade wrench. Clean distal end of the instrument sheath. Depress standby to clear error code and return to ready mode. Activate system if error still occurs: confirm generator is in standby mode. Install test tip to isolate problem. Press test button. If systems functions with test tip, replace instrument. If system faults with test tip, replace handpiece. Regarding the blade cracking or breaking, this is the result of the blade being damaged during the course of the surgical procedure due to contact with other metal instruments. When this occurs, the system gives an error code, advising of a possible instrument problem, and that troubleshooting steps must be followed.